Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. Upon a review of the electronic patient record from the reported event, the reported power loss was verified to have occurred. Through testing of the device, proper device operation was observed through functional and performance testing.the cause of the reported failure could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device powered itself off during a patient event. Following the power off, the device was powered back on approximately a minute later and the customer continued patient care. The device then lost power a second time subsequent to the patient event, while attempting to download the electronic patient record. There were no adverse effects reported to have been caused to the patient as a result of the reported failure.

Manufacturer narrative:
Correction information: the patient demographics were not included in the initial medwatch report. They should have been included as follows - (B)(6) male. Supplemental information: after additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.